Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device appears to be loosening on x-ray and has shifted approximately 10 degrees to the inside of his leg. A revision surgery has been recommended.